Event description:
It was reported that the end of the arthroscopic wand "melted at the end of the instrument." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination revealed that the plastic below the epoxy on the distal end was melted. The device suction tubing is intended for removal of bubbles and/or small pieces of tissue. A flow test was performed on the device and was found to have the suction tubing path clogged which can be a result of the device overheating. As the suction path becomes clogged, the device will become unable to remove debris and heated/used irrigant solution from the surgical site. Prior to release from sss, 100% of all arthroscopic wands are function tested. A review of the lot control sheet for the reported device indicated the device passed all inspections prior to release from sss. The plastic melted as a result of the device overheating. Overheating can be caused by using the device without sufficient conduction solution, using the device at a higher setting and longer activation time than needed, using the device while the suction tubing is clogged, or low suction pressure contrary to the instructions for use. Sss's instructions for use states: "reprocessed arthroscopic wands are contraindicated for surgical or arthroscopic procedures where a conductive solution (e.g. Saline, ringer's lactate) is not used as an irrigant." "Do not use the arthroscopic wand or electrode without the tip being completely surrounded by conductive irrigant solution." "It is important to use only conductive irrigant solution and to ensure proper irrigation of the arthroscopic wand or electrode tip during activation." "While it is normal to observe bubbling during activation of the electrodes, avoid accumulation of bubbles in the joint area, as this could diminish device performance or result in overheating and possible injury to surrounding tissue." "Always ensure adequate flow and circulation of conductive solution to prevent overheating of solution that could result in tissue damage." This is the first complaint of this nature that sss has received.